Manufacturer narrative:
(B)(4). A getinge field service engineer (fse) replaced the fiber optic module with a new one and verified that the fiber optics was working. The iabp passed all functional and safety tests, and was returned to customer and cleared for clinical use.

Event description:
It was reported that during field action update by a getinge designee, the fiber optic module of the cs300 intra-aortic balloon pump (iabp) had to be replaced with a with a newer firmware in order to be compatible with software (sw) under the datasette field action. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the fiber optic module of the cs300 intra-aortic balloon pump (iabp) had to be replaced due to software (sw) incompatibility with a field action. There was no patient involvement, and there was no adverse event reported.